Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in clinic with t wave oversensing. Device was post paced t wave oversensing on ventricular channel. Oversensing was noted on stored egm. Programming changes were made to device and there were no other adverse issues.

Event description:
New information received notes that when an asymptomatic patient presented in-clinic for follow up, another occurrence of post-paced t-wave oversensing was observed via stored egm. Further programming changes were made.